Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the entire screen on the video system center blacked out for a moment including text information, but it recovered immediately. The issue occurred before the diagnostic gastroscopy procedure began and was completed with a manual transfer from another transformer. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation could not confirm the reported issue. However, it was found that the battery or circuit board has run out. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.